Manufacturer narrative:
Bayer radiology product analysis received and examined the returned syringe. Visual examination found multiple foreign bodies that were embedded and fully encased within the syringe material. As the foreign bodies were completely embedded into the syringe material, the potential of injection into a patient does not exist. Our investigation determined that the observed foreign bodies were introduced during the injection molding process of the manufacturing process and were not detected upon receipt of the syringe from the supplier. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance.

Manufacturer narrative:
Based on the limited information, we are unable to determine the root cause of the unknown particle at this time; however, the product is scheduled to return to bayer for a full evaluation. Once the evaluation is completed, a follow-up report will be submitted. This information does not constitute an admission that the device, the company or its employees caused or contributed to this reportable event.

Event description:
The customer reported the following: after opening the stellant CT disposable kit and upon inspection, they saw a foreign body within the syringe. No injury or adverse event was reported.